Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens -9.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. The lens was later exchanged with a same length lens that was implanted horizontally due to low vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Device evaluation: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken/bent. Unable to perform dimensional inspection, due to significant haptic damage. Claim# (B)(4).